Event description:
It was reported that when using the bd pyxis¿ es server, extract transform load (etl) process delays resulted in report data not being current, preventing execution of inventory, pick and delivery, and ciisafe variance reports, with multiple reports observed to be stuck in the processing stage while only a few continued to function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was no order crossover issue on stations. A technical support specialist dialed into the server and followed knowledge article, medstation es- etl failure after performing mau migration or legacy to es migration using migration tool, restarted the extract transform load (etl) jobs, and confirmed they were running successfully. Review of the etl job history showed no delays or failures, confirming the issue was resolved. The system functioned as intended after the technical support specialist checked the device.